Event description:
It was reported that the patient presented with a strong palpitation during a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing resulting in inappropriate mode switch. Programming changes were made. The patient was stable.